Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values nine days after the sensor was inserted in the abdomen. The patient experienced vomiting and was transported to the hospital by her spouse where she was hospitalized with diabetic ketoacidosis and treated with an unspecified insulin drip. Within the event, the patient also experienced sensor failure. The cgm was reading 53 mg/dl and the blood glucose reading was 650 mg/dl. The patient was discharged the next day on (B)(6) 2023. There was no additional documentation of further medical intervention. At the time of the report, the patient felt fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. Health effect - impact code - f1004 underdose.